Event description:
It was reported that during an unspecified treatment procedure a balloon rupture occurred. The location of the target vessel was not specified. The 10.0 x 40, 75cm mustang balloon ruptured at 18atms. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as ok.

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).